Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97791, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6) 2022, explanted: , product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient described paresthesia in different/new locations. Over time, five months, the stimulation was perceived to move in a cranial direction. It was later diagnosed to be due to electrode displacement. The patient was mobile and not handicapped in their everyday life. Fluoroscopy was done of the electrode location. Displacement of the electrode tip from the 7th/8th thoracic vertebrae to the 5th thoracic vertebrae was visible. A revision operation was planned and executed on (B)(6) 2022. The electrode was placed in the original position. The bumpy anchor was fully intact and was re-used and attached again to the subcutaneous fascia. No other products were used. The issue was resolved. It was noted that the bumpy anchor had either not fully attached to the electrode or became loose over time thus allowing the electrode to slide upwards/cranial without the anchor moving. Pulling the electrode back through the anchor was possible and the healthcare professional chose to re-attach the original anchor. The operation was successful with no adverse events intra and postoperatively. The patient was alive with no injury. Various back surgeries were noted as patient medical history. The issue occurred d uring normal use.